Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, rewind anomaly, failed batt test, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-394a. Troubleshooting was performed. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-332a and mmt-394a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked lcd window, a cracked keypad overlay and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, pump was received with a loud motor noise during rewind. The pump was monitored, no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery alert/battery failed alarm noted during testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/17/2024 to 12/06/2024. There was no data available to verify no delivery alarm/insulin flow blocked alarm, failed battery alert/battery failed alarm and or pump error(s)/alarm(s) noted 1 week prior to the event date 03-jul-2024 in the formatted history file. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. In conclusion, the pump had a loud motor noise during rewind due to faulty motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the screen/case of the pump during analysis. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and failed battery alert/battery failed alarm were not confirmed. However, rewind anomaly and drive/motor anomaly were confirmed due to faulty motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.